Manufacturer narrative:
(B)(4). The analysis results found that the pph03 device arrived with no apparent damage with the breakaway washer uncut, no staples were loaded in the device, however five unformed staples present in a plastic bag, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition accessories were received. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n55d87. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage with the breakaway washer uncut, no staples were loaded in the device, however five unformed staples present in a plastic bag, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition accessories were received. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that when opening the packing, before used on patient, found the staples protruding. Another like product was used to complete the procedure. There is no report on the patient's injury.